Manufacturer narrative:
No end user information provided. The product was evaluated and repaired by an independent repair center. A follow up will be sent if additional information is received.

Event description:
Per the independent repair center, the customer alleged problem is low o2/yellow light, unit alarming, unit alarms are not functional, and error code. The non-alarming malfunction is the purpose of this MDR filing.